Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found a clamp that had been applied for decontamination of the waste evacuation of the reservoir tubes had not been removed. In consequence, the liquid was overflowing from the waste tube and contaminated the procell and cleancell reservoirs. He removed the clamp which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit after preventive maintenance was performed. Sample 1 initial vitamin d result was 116 nmol/l and the repeat result was 75 nmol/l. Sample 2 initial ft3 result was 7.6 pmol/l and the repeat result was 3.8 pmol/l.